Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The review of the device history record shows: no ncrs were generated during production. Manufacturing location: (B)(6), manufacturing date: 10 may 2011, expiry date: 01 april 2021, 04.617.125s lot. 3783146, no ncr's were generated during production that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the zero-p cage broke. The doctor noted that the product broke during the fixation of the zero-p cage. The surgery was not prolonged. Patient outcome is good. All broken off pieces were removed from the patient. There was no patient harm. The doctor used a new piece that was on the surgery kit to resolve the problem. This report is 1 of 1 for (B)(4).